Event description:
It was reported that the patient claims the pump go into alarm for no apparent reason. The pump malfunctioned during use, alarm sounded, but on screen shows nothing abnormal. The device at first runs for a while and then a message is reported ?no disposable" while the cassette is simply attached and it is not yet finished. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the labels were undamaged, however the rear housing was damaged (upper right edge). A review of the event history log was unable to confirm the reported event. Functional testing of the device was performed, and was unable to reproduce the reported event. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The reported event could not be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the labels were undamaged, however the rear housing was damaged (upper right edge). A review of the event history log was unable to confirm the reported event. Functional testing of the device was performed, and was unable to reproduce the reported event. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The reported event could not be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient claims the pump go into alarm for no apparent reason. The pump malfunctioned during use, alarm sounded, but on screen shows nothing abnormal. The device at first runs for a while and then a message is reported ?no disposable" while the cassette is simply attached and it is not yet finished. There was no patient injury reported.